Event description:
Edwards received notification from a field clinical specialist that a patient underwent right transfemoral tavr with a 26 mm sapien 3 ultra resilia valve. As reported, the system and valve were prepped in traditional fashion. During valve deployment, the valve appeared to shift upwards but still landed at approximately 95/5. During the routine post deployment root shot, the valve appeared to be seated well and patient was stable. However, after the case the implanter mentioned that the surgeon inflated the valve prematurely and he believes that may have been the reason for the shifting. All things considered, the patient was stable and the doctors were content with the outcome. About an hour later the field clinical specialist received the call from the valve clinic coordinator informing him that the valve had embolized in an aortic direction. The field clinical specialist drove back to the hospital just in case the heart team needed to deploy a second valve. The heart team finally decided to perform surgery to remove the embolized valve and implant a surgical valve. The I spoke to the vcc once again and she informed me that the embolized tavr valve was successfully removed and the patient's surgical valve was successfully implanted. The cause for valve embolization wasn't clear but the implanters believe that premature inflation due to miscommunication by the surgeon could have caused the valve to embolize. Lastly, the patient was stable and the surgical valve was successfully deployed. The operator was re-educated on the proper procedural steps.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.